Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient underwent a surgical procedure. Sometime post-op the patient reported that the implant had broken and the patient was in pain. The patient underwent a revision surgery with autogenous bone grafting.